Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure, the camera head presented an error e213. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 primary UDI number, d8, d9, g3, g6, h2, h4, h6 and h11. Correction: d4 serial number. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified therapeutic procedure, the camera head presented an error e213. The procedure was completed with a similar device. There were no reports of patient harm.